Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013, due to the knee locking up randomly. The size 3 bearing was removed and replaced with a size 5 bearing.

Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.